Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 533 mg/dl. For treatment, the patient was put on intravenous (IV) of insulin, magnesium, phosphorous and potassium. The patient was given zofran for nausea and vomiting. The ketones were elevated. The pod was reported to be bent, while wearing the pod between 4 and 24 hours on the abdomen. The pod was discarded. The patient was still at the hospital.